Manufacturer narrative:
H4, 6: information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastric bypass procedure, the device did not cut and only deployed a few staples that were malformed. Another like device was used to complete the procedure. There was no pt consequence.